Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch 3007215625-2025-00258. Aware date should have been listed as 25/march/2025. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2019 to the abdomen and flanks, (B)(6) 2019 to the flanks, and (B)(6) 2020 to the abdomen and flanks using cooladvantage coolcore applicator. The patient was diagnosed by the provider medical on 20/march/2025 with paradoxical hyperplasia (ph) to the abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2019 to the abdomen and flanks, (B)(6) 2019 to the flanks, and (B)(6) 2020 to the abdomen and flanks using cooladvantage coolcore applicator. The patient was diagnosed by the provider medical on (B)(6) 2025 with paradoxical hyperplasia (ph) to the abdomen.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.